Event description:
According to the reporter: the tip of the device broke while using. The broken part was retrieved from the cavity with no tissue damage. The surgeon stopped using the device. Procedure: lap chole.

Manufacturer narrative:
Initial report submitted; february 26, 2008.